Event description:
The hospital reported that while checking the consignment stock, the 14x7 mm 40cm hemashield platinum wdv bif was found to be discolored. The hospital replaced it with a new one.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).